Event description:
After removal of the sensor, a reddened and bruised area was observed on the flank area under the sensor.

Manufacturer narrative:
This is one of two reports for a similar incident that occurred on a set of 29-30 week gestational age twins at this site. This is the report for twin "a". A follow-up call on (B)(6) was made by a somanetics representative to (B)(6), research assistant. Ms. (B)(6) stated the bruised area had healed well. A follow-up site visit on (B)(6) 2009 was made by a somanetics representative. It was observed that twin a still had a slight hint of bruising on both infants had healed well. The report number for twin "b" is 1831181-2009-00002. There were no functional or visible failures identified with the returned product. It is assumed, nut not definitely determined that the redness and bruising may have been a result of a pressure area created by the application of the sensor.